Manufacturer narrative:
The device was not returned for evaluation. Lot history report and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to a cardiac ablation procedure. Reportedly, the suture separated when the plunger was removed. The device was removed, and the knot was noted to be untied. The suture of an additional prostyle device was successfully pre-placed, and the cardiac ablation procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.